Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 425 mg/dl. Customer had high blood glucose after italian dinner, sugar keeps going up even if she took extra insulin and believed that insulin pump is not working as expected. It was unknown whether the auto mode feature was active at time of high blood glucose event. Customer stated that they cannot clearly see the screen of the pump and insulin pump had a partial display. The device will not be returned for analysis.